Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h4; h6. Complaint sample was returned and evaluated against the reported event. Visual examination of the returned product identified the strike plate had fractured off the handle body. Impact marks were observed all around the handle body and both sides of the strike plate the device exhibits wear consistent with usage of the device. Sem report states that the fracture surface artifacts are consistent with the tensile overload failure mode. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure while broaching, the strike plate broke off the broach handle. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.